Event description:
A malfunction was reported by the customer, characterized by malfunction code 12 recurring even after attempting to reset the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.